Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg and was caught inside the capio device. The procedure was completed using another capio device and securing the mesh leg with a vicryl suture. There were no patient complications and the patient was noted to be doing "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).